Event description:
It was reported that the micromanipulator alignment was not good due to lose folding mirror. There was no patient involved.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the micromanipulator alignment was not good due to lose folding mirror. There was no patient involved.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the micromanipulator alignment was not good due to lose folding mirror. The fse proceeded to perform the adjustment on loose mirror, screws and output adjustment to the center of operating field. No further issues were identified during service, and the console was confirmed to be fully functional after adjustment. It is likely that the loose components could have affected the device performance, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.